Event description:
It was reported that during poba of the brachial vein, the balloon was inflated to 8 atm and then deflated. On the second inflation at 7 atms, the balloon ruptured and potentially caused a small dissection. The dissection was treated with a balloon. The final outcome of the procedure was successful.